Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The patient effect of hematoma is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device..

Event description:
Subsequent to the initial medwatch report filed, additional information was received: common femoral arteriotomy closure was completed using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Unspecified medication was given. There was no other treatment for the hematoma. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a common femoral artery was completed using a proglide device after an interventional procedure. There was no problem with the proglide device during deployment. Some hours after the closing, the patient presented with a hematoma at the puncture site. The method of treatment was not specified. There was no clinically significant delay in the procedure or therapy.